Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked from the patient line. The customer's blood glucose level was 240 mg/dl. Reportedly, a cartridge change was performed and insulin delivery was resumed.